Event description:
Alleged deflation.

Manufacturer narrative:
Defaltion reported as the reason for complaint. Device not explanted. No findings available. Updates/corrections made to sections g3, g6, h2, h3, h6, h10.

Event description:
Alleged deflation